Event description:
It was reported that during attempted implantation of the device, all parameters were in range when it was hooked up to the analyzer. However, after connecting the device, pacing threshold was high and with no unipolar threshold noted; there was a decrease in impedance and sensing values. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.